Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(6) date sent (B)(6) 2023 lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6). Sex: female age (at time of consent): 61 years. Start date: (B)(6) 2022. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc17. Device lot number: 27824. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Site awareness date: (B)(6) 2023. Severity: mild. Relationship to study device: possible. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Diagnostic imaging: yes. Outcome: recovering/resolving. Relationship to study device : possible - unlikely. Relationship to study procedure : possible - unlikely. Log line 1 updated. End date : blank (B)(6) 2023. Outcome : recovering/resolving - recovered/resolved this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information: updated. Log line: 1. Severity: mild => moderate. Updated. Log line: 2. Severity: mild => moderate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 27824, and no related nonconformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Additional event information start date: (B)(6) 2023 alert date: (B)(6)2025 country of event: us model: lxmc17 device lot number: 27824 date of surgery: (B)(6) 2021 adverse event term: dysphagia patient details: patient identifier: (B)(6) site country name: united states. Sex: female age (at time of consent): 61 years additional event details site awareness date: 03 feb 2025 end date: (B)(6) 2024 severity: mild is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2024 diagnostic intervention: no diagnostic imaging: yes drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Additional information received: relationship to study device: unlikely; possible. Relationship to study procedure: unlikely; possible. New log line: 3. Event details: start date: 05 mar 2026. Alert date: 27- mar- 2026. Country of event: us. Model: lxmc17. Device lot number: 27824. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6); site country name: united states. Sex: female. Age (at time of consent): 61 years. Additional event details. Site awareness date: 05 mar 2026. End date: 05 mar 2026. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2026. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: blank. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient's discontinuation of the study? No. Updated log line: 3. Updated: outcome: blank: recovered/resolved.